Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) had been in unrelated hospitalized for 2 weeks, been on rehab for 3 weeks, and it's almost seemed like they are getting worse or their symptoms are progressing. Caller stated that the patient is currently compromised, so they cant charge the implantable neurostimulator (ins), or really do anything about the device. Caller had charged their ins in occasion, but added that it doesn't seem like the "charger" is doing anything, and they do not have an appointment with the neurologist until the 17th. Caller mentioned that the patient has had more issues with the dbs than one should, and also mentioned that the ins battery was replaced just this summer, and even after it was replaced, it stopped working at some point, and added that the patient had issues with the ins over the years. Additional information was received from healthcare provider (hcp). Hcp reported the hospitalization and rehab was unrelated to the device. Hcp clarified the recharger not doing anything and the dbs issue was actually the implantable neurostimulator (ins) being off. Ins was turned back on and the issue was resolved. See sr 609156007 for historical events reported.